Event description:
On 8/9/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2386-10 quadpro harvester was unable to cut the tendon. Although it was appropriate to harvest the rectus femoris muscle, it was not possible to cut it, so the tendon was harvested by making a large incision in the skin and cutting it with a scalpel. This was discovered during a case and an additional incision had to be made in order to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2386-10 / batch 23e05 was received for investigation. Upon visual evaluation, it was noted that the outer tubing was cracked. Additionally, upon inspecting the device with a magnifier, it was noted that the inside tube had grind marks along it. Metal shavings were seen as well. The cutting tip also had significant nick marks along it, which is likely related to the complaint allegation. Functional test with a mock tendon, noted that the device cut through it. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device, and/ or not using the proper surgical technique.